Event description:
This 38 year old female underwent removal of bilateral silicone breast implants (mcghan 240cc) with open capsulotomy, capsulectomies on 5/5/92. The patient had the implantation about 6 years ago at another facility, therefore the specification of the mcghan product is unknown to this reporting facility other than they were double lumen implants. The saline outer bags on either side were deflated, but the inner silicone gel filled bag was intact bilaterally. Micro description of capsules revealed chronic inflammatory changesinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.